Event description:
It was reported that when device was used during a laparoscopic colectomy, the jaws jammed during the procedure and it could not be opened. They had to convert to an open procedure. To remove instrument device, the surgeon had to cut tissue on either side of the jaw. (The tissue had remained clamped between the jaws). Another device was used to complete the case. There was no further consequence to the patient, as the patient was fine after surgery.